Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead and implantable cardioverter defibrillator (ICD) exhibited low out of range pacing impedances of less than 200 ohms and high threshold measurements. Ra undersensing was also observed. A revision procedure was performed where the ra lead was surgically abandoned and replaced. The field representative noted that during the procedure he was informed that this issue had been occurring for sometime and the ra lead had been electrically abandoned awhile ago. During the procedure the physician also prophylactically explanted the ICD as it was part of an advisory communication. It was noted that the ICD has not exhibited an advisory behavior, however the physician electively replaced the device to prevent the possibility of a future surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.